Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient faced bent cannula issue due to which he experienced high blood glucose level reported to be over 600 mg/dl. It was self-treated with manual injections and a pump. Since they could not get it down with the regular shots, he was admitted to the hospital for high blood glucose, urinary tract infection, dehydration and mental confusion. He used pump at the hospital with the hospital's appropriate ongoing therapy. He had changed the set and his blood glucose level was completely under control. The site location was patient's abdomen and bent cannula occurred within day one or two. He stayed in the hospital for seven days. Patient's blood glucose level at the time of this report was 98 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.